Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is being filed under a separate medwatch report. Evaluation summary: all available information was investigated and the reported clip caught on guide soft tip could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities in this lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip getting caught on the guide tip appears to be related to user technique during positioning and straddling, which resulted in the reported soft tip tears on the guide. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip delivery system becoming stuck on the guide. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. During straddling and positioning of the clip delivery system (cds), the clip became stuck at the tip of the steerable guide catheter (sgc). After the clip was free, the sgc and the cds were gently removed and replaced with a new sgc and cds. The tip of the sgc was observed to be torn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.